Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Concomitant devices continued - 1158t/58, (B)(4) review of quality records.

Event description:
It was reported that the patient developed an infection.